Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead noted the helix is disengaged from the helical channel. The distal conductor is distorted and deformation/fracture in 5cm proximal section of the inner coil. Extension problems. Damaged at implant.

Event description:
It was reported that during implant attempt, there was positioning/fixation difficulty. The helix would not extend. Unable to fix to right atrium. Another lead was used. There were no patient complications reported as a result of this event. It was reported that during implant attempt, there was positioning/fixation difficulty, the helix broke, and the helix would not extend. Edit 26 apr 2010: it was reported that during implant attempt, there was positioning/fixation difficulty. The helix would not extend. Unable to fix to right atrium. Another lead was used. There were no patient complications reported as a result of this event.